Event description:
Related manufacturer reference number: 2017865-2025-27859. It was reported that the patient¿s pacemaker and lead were explanted and replaced with a leadless pacemaker due to tricuspid insufficiency. The patient was in stable condition before, during and after the procedure.